Event description:
It was reported that during a pci procedure involving a calcified and 90% stenotic lesion in the mid lad, the maverick2 monorail 15x1.5 mm balloon ruptured at 10 atms on the initial inflation. A pt2 guide wire was also used in the procedure. The types and sizes of introducer sheath, guide catheter and inflation device used in this case are unk. No pt injuries or complications were reported.